Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The report of not being able to put ¿ipg into MRI mode¿ was confirmed. As received, the lead was in multiple segments as a result of the explant procedure and as reported the terminal end of the lead was broken at the port of the ipg header. A microscopic inspection of all segments found that the lead body segment, where it would have attached to the terminal end segment, did have all internal wires broken. This would be consistent with what was reported from the field and also confirm high impedance/not being able to put ipg into MRI mode. The root cause of the terminal end of the lead breaking at the port of the header is unknown.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report

Event description:
Related manufacturer reference number: 1627487-2019-14309. It was reported the patient was experiencing ineffective therapy (related manufacturer reference number: 1627487-2019-14310 & 1627487-2019-14311) and the patient's system was unable to enter MRI mode due to high impedances on the s2 leads. As a result, surgical intervention may be undertaken in the future.